Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-17938 during an in-clinic follow up, it was reported that the patient has had multiple episodes of syncope due to pacing inhibition from noise resulting in oversensing in the right ventricular (rv) lead. Technical support was contacted and determined that noise was also detected in the right atrial (ra) lead but since the system is programmed as a single-chamber system, the noise did not result in oversensing. Voluntary tension of the pectoral muscles would sometimes reproduce the noise in both channels. Then during the lead revision procedure, lead insulation damage was noted in both the rv and ra leads; located directly across from each other due to suspected abrasion between the leads. The rv lead was replaced but due to difficulty extracting the rv lead, only a portion of the rv lead was explanted; while the ra lead was deactivated to resolve the event. The patient was stable with no consequences.